Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. A system alarm occurred during a routine hemodialysis treatment, which could not be resolved by the operator. Rinseback was not performed due to possible clotting of the circuit, resulting in an estimated blood loss of 190cc. No medical intervention was required.

Manufacturer narrative:
The reported blood loss is attributed to the operator not performing rinseback in a timely manner as instructed in the user's guide. The exact cause of the alarm cannot be determined. The user's guide provides adequate instructions for troubleshooting system alarms and performing rinseback. Occasional alarms during dialysis are expected and should not result in a blood loss if device labeling is followed. A direct correlation between nxstage system one and the reported blood loss cannot be established. Facility staff has been notified and will review the event with the operator. Nxstage medical considers this report closed. No additional info will be provided.